Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump went into threshold suspend. The customer's sensor readings were reading lower than her blood glucose level, prompting the insulin pump to go into threshold suspend. Customer's blood glucose level was not reported. The device was not returned.